Event description:
It was reported that this device had reached replacement time and was beeping after over six years of implant time. The elective replacement time occurred last december. The device is on an advisory which indicates the device should be explanted within 20 days of replacement time. The device was explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device had reached replacement time and was beeping after over six years of implant time. The elective replacement time occurred last december. The device is on an advisory which indicates the device should be explanted within 20 days of replacement time. The device was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed normal battery depletion.